Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a "bad connection of the lead in the right ventricular at the time of the setting-up" and the implantable pulse generator (ipg) exhibited a setscrew problem at the post-operative check. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated a damaged grommet and a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.